Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891721. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6), 2012, the patient was diagnosed and hospitalized for peritonitis. The patient was discharged from the hospital on (B)(6) 2012. The cause of the peritonitis was unknown. Treatment rendered for the events was not reported. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.